Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device remains implanted in the patient.

Event description:
In 2007, a preclude mvp dura substitute device was implanted during a chiari procedure. Initially, the neurosurgeon elected to use dura-seal even with a good water-tight seal and closed the patient. Four to five (4 - 5) weeks after the procedure the patient complained of headaches. The neurosurgeon felt it had nothing to do with the product, but had not seen the patient yet. A cat scan was obtained and was found and described as a pseudomeningocele. The patient was brought back and the wound was explored. According to the neurosurgeon, the preclude mvp dura substitute had some minor elongation of the suture holes around the gore suture. At that time sutures were placed, leaving the preclude mvp dura substitute in place. Patient tolerated the additional surgical procedure and the physician said that the patient had an uneventful recovery. No further information will be forthcoming.